Event description:
It is reported that the customer had high blood glucose levels of 298 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer also reported a no delivery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during the prime test or perform excessive no delivery test due to a faulty force sensor. The motor was tested outside the device and passed the test. The unit was received with minor scratched lcd window.